Event description:
A report was received that stated a nurse received a needle stick. The report stated that the nurse was a student and was not familiar with the device. She did not activate the safety device and was stuck by the exposed needle while carrying the needle from the bedside. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.